Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual inspection was performed. Visual inspection found damaged plastic threads on the vrv block manifold and input/output label. The patient outlet connector is taped onto the back of the device with the o-ring and knsb washer still intact. The root cause of the reported issue was found to be impact or over-tightening of the connector. Replaced manifold vrv block assembly and re-fit patient outlet connector. Device passed all functional testing.

Event description:
It was reported that the device circuit connection port was loose. No patient injury was reported.